Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii  left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced elevated ldh was reported under MFR. Report #2916596-2020-01124. The referenced stroke was reported under MFR. Report #2916596-2020-01138. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a transplant on (B)(6) 2020 and was upgraded on the transplant list. It was reported that the patient had a history of elevated lactate dehydrogenase (ldh), infection, and stroke. The device was explanted and will not be returned for evaluation. The patient was admitted on (B)(6) 2020. It was also noted that the patient had a proteus mirabilis infection related to the pump pocket. The patient was given amoxicillin oral antibiotic therapy, had tobramycin bead placement on (B)(6) 2020, intravenous (IV) cefepime, and vancomycin.